Manufacturer narrative:
(B)(4).

Event description:
The patient reported they had experienced temporary lack of effect that resolved . Regarding any troubleshooting/interventions already performed: the patient went to see hcp (healthcare provider) no issues were found. By the time her appointment date came, her therapy was working again at 50% efficacy. The patient was having a lot of unrelated health issues and stress could have caused it. Hcp recommended changing programs. The patient went from program 3 at 2.6 to program 4 at 0.9. The patient was satisfied and reported stim as comfortable. Symptoms reported were: lack of efficacy. This was considered a sudden change in therapy/symptoms. Event date: (B)(6) 2015, reported as 6-8 weeks ago. Indications for use were noted as: gastrointestinal/pelvic floor . No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.